Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation along with ten (10) retained samples. During visual inspection of the provided photographic sample, a crack was identified between venous and arterial chambers of the cartridge which extends to the arterial chamber mostly. The crack was observed inside of the chamber to the atmosphere, suggesting that the crack occurred inside to outside. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. For the retained samples, the visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sets underwent leak testing by injecting air pressure of 27.14 psi for ten minutes under water and no leaks were observed for all sets. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name, phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external saline leak was observed originating in the venous chamber of a gambro cartridge. The unspecified dialysis machine was turned off and the set was replaced. The reporter stated ¿manual blood return was performed¿; however, the event occurred during prime. Therefore, the event occurred during an unknown process set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.